Manufacturer narrative:
The medwatch report number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia container had a small, jagged, clear plastic piece that floated from the membrane port into the primary container of the bag. It was further reported that the bag was used with a non-baxter adapter. This was observed during filling of the bag with chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: it was further reported that the plastic piece of the tubing port (inner ring of plastic, hole cover) would tear off when the adapter was pushed into the port remaining in the bag and clearly visible; the plastic broke off instead of remaining attached. F2: the medwatch report # for this event: mw5099070. H10: the actual device was discarded; therefore a device analysis could not be performed for that sample. However, an unused companion sample was received for evaluation. A visual inspection was performed which observed a small clear plastic piece floating from the membrane port of the bag during functional testing. The reported condition was verified on the companion sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.